Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: pump. (B)(4) .

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver baclofen 4000mcg/ml at an unknown dose. The pump's indication for use (IFU) was listed as intractable spasticity. The pump was replaced on (B)(6) 2015. When the patient was opened up the catheter was found to be a little kinked. There had been no volume discrepancies prior to the replacement. The kinked catheter was resolved with re-implant and the surgical procedure on (B)(6) 2015. The dose, lot number, start/stop dates, other concomitant medications, pertinent medical history, and cause of the catheter kink were not reported.